Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip was found with black specs floating in the syringe. It is unknown when the event occurred. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one sealed shelf carton of 200 sealed packaged syringes and 99 sealed packaged syringes were received by bd (B)(4) and confirmed to be from batch # 7150632 (p/n 302995). 16 syringes were randomly selected for further evaluation. These 16 syringes were removed from packaging to better perform visual inspection. No foreign matter was observed inside or outside of the syringes. A device history record (DHR) review for batch 7150632 (p/n 302995) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7150632 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No root cause can be determined as no defects were confirmed. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.